Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized on (B)(6) 2015 for diabetic ketoacidosis with a high blood glucose level of 1100 mg/dl. The customer's parent stated that the patent went to sleep with an empty reservoir and their blood glucose sky rocketed prior to the hospitalization. The customer mentioned there was a low battery indicator on the insulin pump. The customer was advised to change the battery to resolve the issue. The customer declined trouble shooting the issue. No further information was provided.